Manufacturer narrative:
Age of device was previously reported from the patient's implant date of the pump. The approximate age of the mpu from manufacture date 1 year, 1 month.

Manufacturer narrative:
Age of device: 4 years, 6 months, 10 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2014. It was reported that device alarmed for 'no external power' on (B)(6) 2018. Patient denied getting disconnected. Manufacturer's technical service representative reviewed the log file and observed 'no external power' which occurred while device was attached to mobile power unit (mpu). Patient did not notice mpu coming loose. Patient was asymptomatic and no equipment was exchanged. Patient did not bring mpu to vad clinic. This incident happened at home and patient did not recall exactly what happened. No further information was provided.

Manufacturer narrative:
Section d4: additional information investigation summary: the reported event of no external power alarm was confirmed via the submitted log files. A review of the submitted log files showed 240 events spanning approximately 30 days (B)(6) 2018 ¿ (B)(6) 2018 per time stamp). On (B)(6) 2018 at 7:31 and (B)(6) 2018 at 21:14 the no external power alarm activated while connected to the mpu. The ebb supported pump function during these no external power events and was active for only a few seconds. The alarm cleared shortly after. No other notable alarms were active in the log file. Technical services advised the patient to order a locking power cord if the patient does not have one. The provided information indicated that the mpu was not exchanged and remains in use. The root cause for the reported event was not conclusively determined through this investigation. Patient remains ongoing with the device. The manufacturer is closing the file on this event.